Manufacturer narrative:
The reported events of release difficulty and spontaneous release were not confirmed. Final analysis found a complete catheter was returned. Visual and x-ray examination did not find any anomalies with the exception of procedural damaged. Dimensional analysis of the bullets, distal wires, protrusion length and offset were measured within the product specifications.

Event description:
Related manufacturing reference number: 2017865-2024-22422. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was difficult to release from the delivery catheter. The physician attempted to redock and release the lp but was still unsuccessful. The physician attempted to re-dock the device again but it spontaneously released from the catheter. The physician decided to leave the device because the numbers improved. The procedure was completed successfully. The patient was stable.